Event description:
It was reported that there is no visibility when using the device.

Manufacturer narrative:
An evaluation was performed by the supplier and could confirm the customer complaint for there is no visibility when using the device. A visual inspection was performed and showed the outertube is bent with internal cracked lenses. No manufacturing related defects were observed. No further investigation is required.